Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. Access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). The physician advanced a 6.0x40mmx135cm wanda balloon to dilate the lesion. The wanda balloon was inflated to 7atms and ruptured on the first inflation. The procedure was completed with a 6x100mm sterling otw balloon. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).